Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the pfa atrial fibrillation procedure, communication issues resulted in a procedural delay. It was noted that the prs did not show up as inside the magnetic field on the ensite x system. The prs-a and prs-p cables were disconnected and reconnected, switched and rebooted both the dws and amplifier 2 or 3 times, and disconnected and reconnected the field frame cable, but the issue persisted. The issue was resolved by replacing the prs-p cable. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d3, d4, g3, h2, h4, h11.

Event description:
This follow up final report includes updated batch/lot number, UDI number, and manufacturing site information and manufacturing date.

Manufacturer narrative:
Additional information: b5, h2, h11. Corrected data: d3.

Event description:
This follow up report includes corrected manufacturing site information.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensitex patient reference sensor posterior (prs-p) was received for evaluation. Visual inspection revealed the prs connector was free of physical damage. The cable length has some bunching and marks consistent with use over time. The sensor pads green molded cap was secure. The reported event was not able to be duplicated. Evaluation testing was successful. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was not confirmed, and the root cause remains undetermined.